Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was determined that the root cause was the main board and interconnect board. The main board and interconnect board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device rang when it lit up and displayed only a green screen. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.